Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -12.5/3.5/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2022 and (B)(6) 2018, the lens was repositioned due to low vault with rotation. Rotation not resolved. On (B)(6) 2022, the lens was exchanged for a spherical lens. The problem was not resolved. Cause is reported as unknown. Reportedly, "the patient implanted the crystal on (B)(6) 2018, rotated four years later, and still rotated after two adjustments on (B)(6) 2022 and (B)(6) 2022, so the icl of the same model was replaced, and the arch height was still high low, icl replacement performed on 2022.10.10."

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: d6a: on (B)(6) 2018. Claim#: (B)(4).